Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dyspnea and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized after experiencing chest pain and tightness that had worsened over a month. On (B)(6) 2014, coronary angiography was performed and a 2.25 x 18 mm xience xpedition stent was implanted in the posterior-lateral (pla) branch of the right coronary artery (rca) and a 3.0 x 28 mm xience xpedition stent was implanted in the mid to distal rca. The patient recovered well and was discharged to home on (B)(6) 2014. On (B)(6) 2016, the patient was re-hospitalized due to shortness of breath (feeling of suffocation) after exercise. Coronary angiography was performed on (B)(6) 2016 and noted restenosis in the 2.25 x 18 mm xience xpedition stent; however, the 3.0 x 28 mm xience xpedition stent was patent. No intervention was performed and the condition resolved. The patient was discharged to home on (B)(6) 2016. No additional information was provided.